Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
Risk mgr from the hosp, reported that during a surgery (left femoral diaphysis fracture), the nail adapter could not take off the sleeve. It was also mentioned that the surgeon had to open another device to finish the surgery with the delay.